Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was connected with the transducers, the sonosurg short hooks and the connecting cable returned to omsc and the foot switch owned in omsc, and checked in some combinations of these devices. As a result, we found no irregularities including abnormal noise and overheating in all the combinations. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined since the reported event could not be reproduced.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the abnormal noise and the heat of the transducer occurred. The user exchanged the transducer and the scissors for the new devices. However, the devices could not become to use soon owing to the heat again. The user stopped to use the subject device and the intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the exchange of the device owing to the heat.